Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is being revised due to loosening of the acetabular component.

Manufacturer narrative:
The product was not returned therefore visual and dimensional evaluations could not be performed. Insufficient information was provided to perform a device history review, perform a compatibility check or a complaint history search. The device was used for treatment. The hcp review of the x-ray indicated that it is most likely that the hip was revised for poly wear. The eccentric position of the head relative to the center of the cup is typical of poly wear. With the information available a definitive root cause for the event could not be determined.